Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: four photographs were found returned with the complaint report. Visual evaluation was performed, and the complaint of damage to the catheter extension legs is confirmed and found more specifically to be kinking of the catheter. The digital copies available are black and white and of low quality, but it is apparent that two extension legs with clamps are depicted and that the extension legs manifest deformation and narrowing. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during dialysis treatment, there was allegedly bruising in the terminal region of both legs of the catheter. It was further reported that the venous catheter was pressed and able to get blood flow, however, the arterial catheter was wrapped by vascular surgery. The additional wrapping and pressure was able to obtain smooth flow. It was recommended to replace the catheter. The catheter remains implanted and the patient is in a stable condition.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during dialysis treatment, there was allegedly bruising in the terminal region of both legs of the catheter. It was further reported that the venous catheter was pressed and able to get blood flow, however, the arterial catheter was wrapped by vascular surgery. The additional wrapping and pressure was able to obtain smooth flow. It was recommended to replace the catheter. The catheter remains implanted and the patient is in a stable condition.